Event description:
A us distributor reported that the monitor displayed service code 2628.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (service code 2628) was confirmed from the device data download indicating the device's potential inability to perform its essential function. The reported problem could not be duplicated during incoming functional testing. There was no adverse event that occurred related to this issue.

Manufacturer narrative:
The monitor was found to be fully functional. The likely cause for service code 2628 was a temporary intermittent connection as the electrode belt was being disconnected from the monitor. The system was found to be functional when the belt was reconnected to the monitor. There is no adverse event associated with this monitor.

Event description:
A us distributor reported that the monitor displayed service code 2628. See section h11 for additional information. Device found to be functional.